Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient could not charge due to the battery being implanted in skin fold which caused the battery to position itself vertically and move around and shift. The depth was revised and slightly moved the location without disconnecting the system to get to a better spot to allow charging. The patient was charging at excellent post revision. It was noted that the md thought the seroma was the issue at first with normal surgical procedures. The patient's issues were resolved following their revision. No further complications were reported. No additional patient symptoms were reported.